Event description:
It was reported that the unit was cracked.

Event description:
It was reported that the unit was cracked.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Cracked insulation was seen near the distal end. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.